Event description:
The customer reported a failure to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up. There was no reported pt involvement. The device was evaluated by a philips fse. Replacement of the energy switch resolved the symptom.